Event description:
On (B)(6) 2012, the reporter contacted animas alleging the following: after awaking with a fasting blood glucose (bg) of 369 mg/dl today, she felt thirsty and tired, but did not test for ketones and had no other symptoms of hyperglycemia. She then noticed air bubbles in her tubing and primed them out. Her bg reportedly remained in the 300's mg/dl for the rest of the day and she continued to see air bubbles in the tubing. The reporter came home and changed tubing. She reports using room temp insulin and taking all measures to remove air bubbles from cart. She reports the luer connection secure and there is no damage to cartridge. Customer support advised the to check periodically for air in tubing/system and to call back if problem persists. This issue is being reported as the cause of the air bubbles in the tubing was not identified during troubleshooting.

Manufacturer narrative:
The device has not been returned to animas for evaluation. . If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.